Manufacturer narrative:
Clinical evaluation: due to lack of medical information available for review, the clinical evaluation was unable to find substantial evidence to confirm the following reported events: endoleak type iiib, and a secondary procedure to re-line with non-endologix device. The clinical assessment was based on no patient medical records, and no patient images. Root cause: based on the information available, the root cause of the reported event is unknown. The device was not returned, therefore, sample evaluation was not completed. Clinical was unable to find evidence to reasonably suggest contributing factor to the reported event due to limited available patient information.

Event description:
New information: the physician confirmed a type 3b endoleak approximately 6 months post-index and implanted a medtronic device to re-line the indwelling afx device.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent. The patient had a follow up computed tomography angiogram (cta) completed and the cta showed a unknown endoleak. A secondary intervention has not been completed or scheduled to date. The patient is reported to be in stable condition.